Manufacturer narrative:
(B)(4).

Event description:
It was reported that a connection issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and the allegation was found as signal loss greater than an hour. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of a connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.